Manufacturer narrative:
Evaluation summary: review of the device memory found that parameters show vcm (ventricular capture management) programmed to monitor; started trying to run after implant completed. Vcm abort codes for sensor rate too fast, and intrinsic rate too fast. Vcm had never successfully run in device, displayed message to indicate data not available.

Event description:
It was reported that one week post-implant during a device check, there was an observation of "unable to measure vcm (ventricular capture management)." Vcm also could not be measured manually, with an indication of "sensor rate is going off the scale of adr." It was noted that vcm had been disabled since a few months prior to implant. The physician left vcm in monitor only mode and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).